Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for foreign material with the incident lot was observed. Evaluation of the customer samples was performed and foreign material was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that foreign matter occurred with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, (B)(6).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "fm (embedded)."